Manufacturer narrative:
Visual analysis of the returned device identified: deformation, crease flat and weight to spec. No observed openings in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. -no openings observed in the device.

Event description:
Healthcare processional reported left side capsular contracture baker grade iii and "malpositioning of the implant". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare processional reported left side capsular contracture baker grade iii and "malpositioning of the implant". Device has been explanted.